Event description:
Related manufacturer reference number: 2017865-2022-15819. It was reported that the patient presented to the hospital for a follow-up on 1 jul 2022. During examination of leads, chest x-ray noted that the left ventricular (lv) lead and the right ventricular (rv) lead were dislodged. There was no capture threshold noted on the lv lead and the rv lead was pulled back and had intermittent capture threshold. The physician explanted and replaced lv and rv leads on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. As received, a complete lead was returned in one piece. S-curve height of the lead was measured within specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.